Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd bactec¿ 9120, remanufactured false positive results were obtained in rack c and d. There was no report of patient impact. The following information was provided by the initial reporter, translated from (B)(6) to english: the client has been claiming that rack c and d have been presenting some cases of false positives, to solve this problem we carry out calibrations of all racks as well as restoring factory defaults according to the manufacturer's manual procedure,

Manufacturer narrative:
Investigation summary: a false positive issue was reported on a bd bactec 9000 instrument (p/n 445702, s/n ub4292). The client had been claiming that rack c and d had had been presenting some cases of false positives, to solve this issue they carried out calibrations of all racks as well as restoring factory defaults according to the manufacturer¿s manual procedure, after they released the equipment for use. Review of the device history record is not required due to the age of the instrument. Service history record review revealed no previous complaints for this issue. Bd quality did not receive any returned parts or instrument for investigation. This complaint is an unconfirmed failure of a bd product. The root cause is unable to be determined. No new trends, risks, or hazards were identified as a result of the complaint. Bd quality will continue to closely monitor for trends associated with this failure. H3 other text : see h10.

Event description:
It was reported while using bd bactec¿ 9120, remanufactured false positive results were obtained in rack c and d. There was no report of patient impact. The following information was provided by the initial reporter, translated from portuguese to english: the client has been claiming that rack c and d have been presenting some cases of false positives, to solve this problem we carry out calibrations of all racks as well as restoring factory defaults according to the manufacturer's manual procedure,